Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced device issues as it did not remain inflated after activating the pump. The patient had an in-clinic evaluation and it was confirmed that the pump bulb remained flat. Therefore, the replacement of the device was suggested. No patient complications were reported.